Event description:
It was reported that the audio prompts were not functioning on the customer's device. With the inability to produce audio prompts, the device would not have been able to be used during a patient incident, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer advised physio-control that they have retired the device from service and will not be repairing the device. The cause of the reported failure could not be determined.